Event description:
Siemens medical solutions USA, inc. Was notified of an unconfirmed, alleged patient injury on (B)(6) 2019. The event was not reported to siemens by the customer. Siemens received third party information about the injury allegations via a complaint involving the alleged patient. The operator was contacted by siemens on (B)(6) 2019. The operator stated that the issue was not previously reported because the event was not a device issue. A patient's feet were hanging off the pallet (bed), the pallet was manually pushed toward the gantry and the patient's feet made contact with the system. The operator stated that there was no obvious injury. This report is submitted as the term; 'crushed feet' was used in the complaint and that this may imply a serious injury, however injury information cannot be substantiated at this time. There are no device malfunctions or failures found. The operator manually moved the system reportedly resulting in the contact. There are no other injuries to any other persons.